Event description:
During implantation of the subject pacemaker, after screwing of the a and v leads , the physician noted that the device paced only the ventricular channel. He unplugged the leads and checked the efficiency of the leads with a psa. Leads measurements were good. Then, the physician screwed the ventricular lead without difficulties but it was impossible to screw the atrial lead. Another pacemaker was implanted, which paced properly in both channels.

Manufacturer narrative:
(B)(4)

Event description:
During implantation of the subject pacemaker, after screwing of the a and v leads , the physician noted that the device paced only the ventricular channel. He unplugged the leads and checked the efficiency of the leads with a psa. Leads measurements were good. Then, the physician screwed the ventricular lead without difficulties but it was impossible to screw the atrial lead. Another pacemaker was implanted, which paced properly in both channels.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.